Event description:
It was reported that while using the bd luer-lok medication syringes leaking occured during administration at the site of the syringe leur lock tip. The following information was provided by the initial reporter: "(B)(6) pharmacy has received two reports this week of medication syringes leaking during administration at the site of the syringe leur lock tip: maxzero connection. Upon preliminary investigation, it is determined that certain bd 3 ml syringes will consistently result in leakage during administration."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: two opened 3ml syringes received by our quality team for investigation. Upon visual inspection, no defects or issues observed. It is observed one of the syringes has a poorly assembled stopper, however testing was performed on the samples, stopper alignment is within specification. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Functional tests were performed on the samples and no leakage was identified. While we could not identify a direct issue, it was determined the damage was likely a misalignment of plunger-stopper-barrel in the assembly station. Action have been taken to reduce this failure, including revision of the monthly maintenance plan, and changing the valves in the assembly process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd luer-lok medication syringes leaking occured during administration at the site of the syringe leur lock tip. The following information was provided by the initial reporter: "rch pharmacy has received two reports this week of medication syringes leaking during administration at the site of the syringe leur lock tip: maxzero connection. Upon preliminary investigation, it is determined that certain bd 3 ml syringes will consistently result in leakage during administration."